Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited chronic shock impedance measurements, high out of range greater than 145 ohms. For routine follow up, this patient was being seen in physician's office and is not registered in the remote home monitoring system. Technical services (ts) discussed usual guidance and suggested one year view on programmer. Ts offered troubleshooting options. No adverse patient effects were reported. The lead remains in service.